Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had an infection at the ipg and lead sites. The patient was given oral antibiotics. Surgical intervention was undertaken and the system was explanted.

Event description:
Additional information received reports that the patient's infection has resolved.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.